Event description:
It was reported that the patient had a loss of therapeutic effect. The patient also experienced facial pulling. Electrode #2 had an open circuit and impedances were high (>2000 ohms) on most combinations. The patient's stimulator was reprogrammed; impedances remained how, however, the patient had therapeutic benefit. Additional information was requested.

Manufacturer narrative:
Extension model 748251, serial# (B)(4), implanted: 2003-(B)(6), explanted: na. Programmer model 7438, serial# (B)(4). Lead model 3387-40, (B)(4), implanted: 2003-(B)(6), explanted: na. (B)(4).

Event description:
Additional information received reported that the cause of the event was suboptimal electrode configuration. It was noted no surgical intervention or hospitalization was required. The patient recovered without sequelae.